Event description:
It was reported the patient underwent the permanent procedure on (B)(6) 2015. During the procedure, the patient experienced a decrease of motor function in her feet after the lead and the ipg were placed. As a result, the doctor removed the lead and the ipg. Follow-up revealed the patient has regained motor function.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).